Event description:
Additional information received on (B)(6) 2014 indicated an additional screw was involved in the event, therefore, an additional MDR was created at that time. It was reported the screws were found to be broken post-operatively. X-rays at routine follow-up approximately 6mon post-operatively showed bilateral screw breakage mid-shaft at c5-c6. No migration of the screws. Sixteen mm variable screws were used. The patient is asymptomatic, no intervention planned, patient complaint with post-op instructions and patient has not experienced any trauma post-op.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.